Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that the software upgrade had just been completed in the last month so he ran the battery run test again to see if this would clear the message, it did not. The stm ended up replacing the main board in order to get the message to stop displaying. He then completed diagnostic, performance and safety tests. The iabp was approved for clinical use and returned to the customer.

Event description:
It was reported that a battery maintenance required message came on prior to use on a patient and won't take a charge. The batteries are not due to be replaced until 06/2020. There was no patient involvement or adverse event reported.